Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products: biolox ceramic option head 36mm, catalog #: 650-1057, lot #: ni, biolox option taper adapter -3 neck type 1 taper #: 650-1065, lot #: ni, unknown g7 cup, catalog #: ni, lot #: ni, unknown g7 e1 neutral liner, catalog #: ni, lot #: ni. The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event remains unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see all reports associated with this event: 0001825034-2018-05787; 0001825034-2018-05788; 0001825034-2018-05789; 0001825034-2018-05790; 0001825034-2018-08922.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05787; 0001825034 - 2018 - 05789; 0001825034 - 2018 - 05790.

Event description:
It was reported that approximately 1 month post implantation, the patient developed a uti that was treated with antibiotics. Attempts have been made and no further information has been provided.